Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was a damaged response button switch. The response button switch was contaminated. The response button cover was missing, exposing the response button switch. The cause for the contaminated switch was ingress of an unknown substance after the response button cover was damaged. The root cause of the damaged cover was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that the response buttons on a monitor were not working.